Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart monitor was cycling with the pcoip splash screen. The system functioned after replacing the pcoip client. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case the camera cart was having the pcoip cycling on the monitor. There was no patient impact reported and no delay to surgery.